Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot number pcb924 / 699h, and no non-conformances related to the reported complaint condition were identified. (B)(4). Reported condition not confirmed. An opened box with thirty-three packets of product code 699h was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of thirteen returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. Events were submitted via: 2210968-2021-11351.

Event description:
It was reported that the patient underwent a neck procedure on (B)(6) 2021 and the suture was used. During skin closure, the needle popped off the suture. Another suture was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that the patient underwent a neck procedure on (B)(6) 2021 and the suture was used. During skin closure, the needle popped off the suture. Another suture was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot number pcb924 / 699h, and no non-conformances related to the reported complaint condition were identified. Reported condition not confirmed. An opened box with thirty-three packets of product code 699h was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of thirteen returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. Events were submitted via: 2210968-2021-11351.